Event description:
It was reported that during routine maintenance on the unit if failed electrical safety test for excessive pt leakage. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The field service rep informed the customer that the device failed pt leakage test and could not be returned to service until repaired. The customer declined repair stating that they were purchasing a new unit.